Event description:
A report was received from health canada's canada vigilance program which states, "the IV alaris pump stopped abruptly while running life supporting medications (norepinephrine, vasopressin, and phenylephrine.) Pump was plugged into the wall and then alarmed battery alarm no pre warning hard (red) alarm and shut down. Patient blood pressure dropped dangerously low and require life saving push dose of phenylephrine and blousing multiple bags of fluids."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "the IV alaris pump stopped abruptly while running life supporting medications (norepinephrine, vasopressin, and phenylephrine.) Pump was plugged into the wall and then alarmed battery alarm no pre warning hard (red) alarm and shut down. Patient blood pressure dropped dangerously low and require life saving push dose of phenylephrine and blousing multiple bags of fluids."

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.